Manufacturer narrative:
The clogged sample probe and sipper nozzle were replaced and adjusted. The rinse station was inspected. The investigation determined the event was due to a preanalytic issue at the customer site (clogged sample probe and sipper nozzle). Preanalytic are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results from one patient sample tested on the cobas pro ise analytical unit. The high result was 139.6 mmol/l. The low result was 133.8. Mmol/l.